Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, guiding the caller through the process. Following the pump reset, the cgm error code did not display again, and the caller successfully started a new sensor session.